Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead failed to capture and was dislodged that was confirmed by x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.